Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing bradycardia and chronic heart failure exacerbation symptoms. Noise and increased pacing impedances were noted on this right ventricular (rv) lead, as well as failure to capture. It was suspected but not confirmed that this rv lead had fractured. The patient underwent a revision procedure wherein this rv lead was surgically abandoned and replaced. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.